Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was unable to complete a supply change on the pump. At the time of the report, the customer had successfully completed the supply change and resumed insulin deliveries. Additionally, it was reported that the customer extracted fluid from a cartridge when performing the air removal process during the load sequence. Blood glucose level ranged between 102-325 mg/dl. No additional information was provided regarding this event.